Event description:
The customer reported that at the very beginning of the procedure, during hemostasis on an eyelid, a flame & arcing occurred, which created a first degree burn near the eyes and inside the nostrils. The generator was set with coag and cut at 15 w. They report, there was no prep used or o2. The patient was under local anesthesia. To treat the injury they applied iced water and then ointment. There were no further complications as a result. The flame extinguished by itself right afterwards.

Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.